Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction on her skin from the lifevest. The patient reported that she is allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician regarding the skin irritation. The physician advised the patient to continue to wear the lifevest, but she can take off the equipment if the allergic reaction did not approve. Follow up indicated that the patient returned the lifevest and her physician prescribed a medication that helped the rash improve.